Event description:
It was reported that investigation of the returned pump, (B)(6), revealed a startup issue during testing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the patient underwent a routine heart transplant on (B)(6) 2022. Evaluation of (B)(6) revealed an issue with initializing current in bearing phase 1, resulting in a loss of the ability to start and operate the pump post-support; however, the specific failure mechanism or when it occurred could not be conclusively determined. The pump was returned assembled with the pump cable severed approximately 11.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 6.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned and rebuilt; however, a start-up issue was identified during functional testing as the rotor was able to spin but not fully levitate during liftoff. The device log files were downloaded from the pump, which confirmed an inability to initialize current in bearing phase 1. A specific cause for this finding was unable to be conclusively determined; however, the issue did not appear to have been present in the events recorded during clinical support as the pump operated at the set speed without issue. Additionally, initial inspection of the pump rotor and rotor well found no scratches indicative of the rotor spinning against the rotor well during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ and section 6 ¿patient care and management¿ of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.